Event description:
The patient reported seroma and "blood infection" following implant of their device. The patient reports they were not given antibiotics at implant. They were treated by their hcp (unspecified). Additional information has been requested form the hcp, but was not available on the date of this report.